Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a catheter placement procedure, because the movement of the guidewire worsened, the tip of the guidewire was broken when the guidewire was withdrawn with force. The guidewire segment was removed from the patient¿s body. There was no reported patient injury.